Event description:
It was reported during an af case, the pt developed a mild pericardial effusion when the physician attempted to obtain transseptal access to the left atrium. The procedure was cancelled and the pt was in stable condition. It is unk if pericardial drainage was necessary. The perforation was reportedly caused by the sjm brk needle and the safe sept device as they were used at the same time together. The physician indicated the perforation was mainly due to the pt's abnormally small left atrial anatomy and not due to any defect or improper function of any product. The following devices were used during the procedure: to swartz braided introducer (model 407453, lot 2714648), one supreme ep catheter (model 401864, lot 2754868) and a safe sept product.

Manufacturer narrative:
St. Jude medical is awaiting device return. A follow up report will be submitted once our investigation has been completed.